Manufacturer narrative:
Failure analysis - the hakim valve (ID 823101) was not returned for evaluation but a photo was provided. The complaint was confirmed, photo shows the stator is dislodged. Root cause - the possible root cause for the issue reported by the customer could be due to galvanic corrosion or stator dislodges due to the valve receiving a hard knock, as the device was not returned this could not be confirmed.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID (B)(6)) was returned for evaluation. Device history record (DHR)- product code 82-3101 with lot chdbvz, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, the stator was dislodged. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion on the stator was noted. The cam magnets were controlled and the magnet failed. Root cause analysis- the root cause for the dislodged stator is due to corrosion, the corrosion could not be clearly determined. Galvanic corrosion could not be established as a direct root cause for the valves investigated, however it was found to be a contributing factor with trauma to the valve. Corrosion, when it arises, only arises after long term exposure to csf. The valve has been implanted for at least 16 years. The root cause for the abnormal polarization noted during the investigation, was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Event description:
N/a.

Event description:
A facility reported a patient underwent magnetic resonance imaging on (B)(6) 2023. Medical staff were informed to program the valve after the exam. An x-ray was performed to check the pressure of the valve, where it was identified that it was not within normal limits. By option of the team, no programming was performed, opting to observe the patient's clinical condition. After that, the team chose to replace the valve for a same model. The valve was implanted on (B)(6) 2007 and explanted (B)(6) 2023. "The patient did not present any signs or symptoms, the problem was detected after the magnetic resonance performed for another purpose. After the MRI, it was necessary to reprogram the valve. When the valve was reprogrammed, they performed an x-ray and identified all the reported problems."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.